Event description:
It was reported that during the procedure in the extremely tortuous left internal carotid artery, the emboshield nav6 filter was deployed successfully; however, when the rx acculink stent system was advanced to the target lesion, the tip of the stent system engaged with the nav6 filter. An attempt was made to withdraw the stent system, pulling the filter below the lesion. The emboshield nav6 recovery catheter was advanced and successfully retrieved the filter. Another emboshield nav6 filter was deployed further distal and the same rx acculink stent was deployed successfully. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx acculink (part# 1011644-40, lot# 0101161) is being filed under a separate medwatch MFR number. The device was not returned for analysis. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instructions for use (IFU) states: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the reported information, the filter migration appears to be related to interaction with the rx acculink stent during advancement. It is possible that the tip of the rx acculink became stuck with the filter element in such that during withdrawal of the rx acculink, the filter element began to withdraw. In this case, the reported migration appears to be related to case circumstances and/or use technique and there is no indication to suggest a product deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.